Event description:
Note: this report pertains to the first of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-2753 for a description of the other event. Note: the dates of event and procedure are unknown. It was reported to boston scientific corporation in 2007, that a jagwire device was used during a procedure (patient gender, age and weight are unknown). According to the complainant, when the olympus scope was cleaned post procedure, detached jagwire tips were found inside the scope. No patient complications were reported as a result of this event. The patient's condition was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.